Event description:
It was reported that during a gastric sleeve procedure, the surgeon opened the device for the third firing and used it with a green load with seam guard, as this was a thick tissue firing. The staples did not hit the pockets on the specimen side. The surgeon commented that the click sounded off, and he felt that it was not right. The staples on the specimen side were straight, and the patient side seemed to form as intended opened another device, with different lot # and used a green cartridge without seam guard. There was some oozing along the staple line, but the device performed as intended. The surgeon over sewed the entire line with a 2-0 vicryl sh to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr60t loaded on the device was received with the one piece sled partially advanced 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Additionally, cartridge (h) ecr60t, k5dg1x was received unfired and in good visual conditions. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The articulation issue could not be confirmed as the device was articulated and de-articulated as intended. It should be noted that to de-articulate the device the anvil needs to be in the open position. The manual override worked as intended. Intra-operative photos were received. Based on the photographic evidence of the subject ple60a device firing of an ecr60g cartridge, unformed staples can be confirmed, however the photographs do not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was obtained: an intra-operative photo was received- based on the photographic evidence of the subject ple60a device firing of an ecr60g cartridge, unformed staples cannot be confirmed nor do the photographs provide evidence relative to what may have caused the issue. Additional information was requested and the following was obtained: how much blood was lost (ml)? Did the patient require a transfusion? I need to make a correction on the green crtg issue ¿ it was the 2nd firing, not the 3rd. Additional information: blood loss was minimal, no transfusion required and as of post-op day 7, patient was doing fine.